Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the knife wire was broken, in which the broken part was charred black and melted. In the past, this phenomenon was reproduced using the generated heat from the electric discharge occurred, and the shape of the actual wire coating was similar to the shape of the wire coating in the simulation study. No other abnormalities were found in the knife wire that could have led to the breakage reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use 3-lumen sphincterotome v had a knife wire breakage. The reported issue occurred at the end of a therapeutic endoscopic sphincterotomy (est) procedure. The procedure was subsequently completed with the same device without further intervention. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Taking the investigation results and past investigation results into account, it is likely the knife wire broke due to one of the following: 1) the device did not protrude from the endoscope until the trailing edge of the knife wire was in the field of view. 2) due to the issue in the previous statement (1), the knife wire was close to the tip of the endoscope. 3) electric discharge occurred between the knife wire and the tip of the endoscope because the current was applied when the knife wire was close to the tip. 4) the knife wire rose to a high temperature instantaneously by electric discharge and broke. Additionally, the damage to the wire coating was likely caused by the heat generated from the discharge. The following information from the instructions for use (IFU) pertains to this event: "·since the knife wire must be very thin, it can be used if the length of contact with the duodenal papilla is short, if the high-frequency output is high, if the wire is energized while in contact with the metal part of the endoscope, or if the wire is stretched too tightly. May cut the knife wire. When the knife wire is cut, if force is applied in the direction of tensioning the knife wire, the proximal part of the cut knife wire will be pulled in the direction of the endoscope, and force will be applied in the direction of pushing the knife wire. If you have it, it will be pushed out in the direction of the nipple or bounce sideways. If the knife wire is cut, immediately stop the power supply, pull the slider on the operating part completely, draw the cut knife wire into the tube, and then quickly remove the product from the nipple. A broken knife wire can lead to perforation, hemorrhage, bile duct laceration, and damage to the endoscope. When inserting or removing this product from the endoscope, slightly pull the slider and advance/retreat while keeping the knife wire along the curvature of the tube. If the forceps base of the endoscope is advanced or retracted while the knife wire is bent, the metal part of the forceps base may come into contact with the knife wire and scrape off the coating. Do not apply electric current with a torn or scratched wire coating in contact with tissue. If a torn or scratched wire coating is in contact with tissue and current is applied, current may leak, resulting in reduced output or unintended tissue burns. If you feel that the product is not sharp when energized, remove the product from the endoscope once and check that the wire coating is not damaged, such as torn or scratched." Olympus will continue to monitor field performance for this device.